Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose some were over 600 mg/dl and they took a shot and treatment with the insulin pump and needle. On sunday blood glucose was 450 mg/dl and I did treated with the insulin pump and then later blood glucose were still in the 400¿s mg/dl. On monday blood glucose went up to 550 mg/dl and they took a shot with 25 u and that did get blood glucose down and at 10:00 am it was 179 mg/dl and by 10:30 am it was 400 mg/dl. Customer stated on tuesday morning the blood glucose was 454 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood event. Customer stated auto mode was not active. Based on customer report they did not allege pump was under delivering. The insulin pump will not be returned for analysis.